Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone #: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling at the speed and accuracy it should did, and it took more than 20' to go from 40ºc to under 6ºc. The customer also reported a low flow message and air filtration. They suspect it could be due to a pump failure, but not sure what might be happening. Per review of wo on (B)(6)2025, there was no patient involvement.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is being retracted as it is a duplicate of a record already submitted 1018233-2025-01458. Initial reporter phone #: (B)(6). Correction: b the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling at the speed and accuracy it should did, and it took more than 20' to go from 40ºc to under 6ºc. The customer also reported a low flow message and air filtration. They suspect it could be due to a pump failure, but not sure what might be happening. Per review of wo on 03mar2025, there was no patient involvement. Per follow up information updated from wo on 12mar2025, a new calibration is performed correctly. After calibration the equipment is tested, and it takes a long time to reach 6°c and flow rate was not stable and oscillates. The circulation was replaced to repair the flow rate problem, but the error persists. The system is tested in according to the service manual. Per follow up information received via mail on 13mar2025, currently device was under evaluation.